Manufacturer narrative:
The returned device was evaluated. Inspection of the device found the reported issue was able to be duplicated. Leak test and suction checks were not able to be performed due to the clogged channel. Heavy corrosion and fluid invasion was observed on all parts of the scope. Due to corrosion, the ccd (charged coupled device) was damaged and no image was observed. The bcu (body control unit) chains were observed to be heavy corroded. Deep scratches and dents were observed on the distal end plastic cover and fluid on the lens were noted. Deep buckle near bending section was observed and low angulation noted. Based on evaluation findings the found failures could be attributed to use handling and maintenance issue. This report will be supplemented accordingly following the investigations.

Event description:
A report of cleaning brush gets caught, had an issue getting the brush down the forceps port. Rusty liquid coming from it during reprocessing was reported. There was no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g3, g6, h2, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the event cannot be conclusively determined. Based on the results of the investigation, it is likely the channel had been perforated during past procedures by insertion/withdrawal of endo therapy accessories with excessive force. This caused the device to be corroded internally due to fluid invasion, and corroded material flowed into the channel through the perforation. The event can be properly detected prior to use by handling the device in accordance with the following instructions for use statement: "inspection of the endoscopic system - inspection of the instrument channel insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end." Additionally, the user can reduce occurrence of the event by handling device in accordance with the following statement: "using endo therapy accessories - when inserting or withdrawing an endo therapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endo therapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury."